Manufacturer narrative:
Review of instrument images shows negative reactions for all cells. Visually all reactions appear negative. The positive and negative control wells appear as expected. A service call was made. The echo was tested and found to be within specifications. Customer did not return sample for serological testing. Could not rule out sample as cause of the unexpected negative reaction because the sample tested less than 1+ by manual tube method with peg.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready ID (crrid) on the echo. The patient has a known anti-e.